Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient attempted to self treat by increasing his temporary basal rate, however blood glucose values did not decrease. The patient experienced elevated blood glucose symptoms of vomiting and was taken to the hospital. At the hospital the patient was diagnosed with ketoacidosis. It is unknown what type of treatment was provided, or how long the patient was hospitalized.